Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation system failed the radio frequency check. There was no procedure or patient involvement.

Manufacturer narrative:
The device was serviced at the customer site, therefore, it will not be returned to the manufacturer. A device analysis is pending; therefore, the cause of the reported event is undetermined.